Event description:
It was reported that "the patella clamp and the locking mechanism would no longer hold, so had to hold it manually while the cement cured."

Manufacturer narrative:
The investigation is in process. No additional info is available at this time.